Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the foam tip plunger overrode the lens.

Event description:
The physician reports that, the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. Delivery was attempted with two other crystalens iols, however, these lenses also became damaged during delivery. The posterior capsule tore and vitreous fluid was lost. A vitrectomy was performed and the original incision was enlarged, the damaged lens was removed, and the incision was sutured. The physician was unable to implant the backup crystalens due to compromised capsular bag (contraindicated). Another lens model was implanted successfully in the sulcus. Initially, the patient's bcva decreased (compared to preoperative bcva) and the patient's condition was guarded. The patient's bcva has since improved to 20/40 and the patient is doing fine. Reference MDR #2031924-2007-00396 and #2031924-2007-00398.